Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer suspected that there was either foam or bubbles on top of the sample. The customer did not have the sample foam detection (sfd) camera activated on the cobas e801 module. The cobas e801 does not have a pressure sensor to detect bubbles, therefore the sfd camera has to be activated to detect bubbles. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable low elecsys tsh assay, elecsys ft4 iii assay, elecsys ft3 iii results for 1 patient tested on a cobas 8000 e 801 module. From the data provided, the ft4 ii and tsh data were discrepant. The initial ft4 iii result was 1.3 pmol/l with a data flag. The initial tsh result was 0.031 mu/l. The same patient sample was retested twice on (B)(6) 2019 with ft4 iii results of 15.7 pmol/l and 15.3 pmol/l and tsh results of 0.032 mu/l and 1.63 mu/l respectively. The results in question were reported outside of the laboratory. The sample was initially processed by a modular pre-analytical system. The ft4 iii and tsh reagent lot information was requested but was not provided.